Manufacturer narrative:
Unit passed displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Pump¿s history downloaded partially using thump software. Trace and diagnostic files not downloaded. No pump error 43 or pump error 41 alarms noted during testing. During visual inspection, no loose or disconnected motor flex connector noted on j5 at pcba1. Pump was cut open to perform visual inspection and found dried insulin on the motor slide. Test sc1-cap properly into place. The following were noted during visual inspection: scratched case, cracked keypad overlay, cracked keypad overlay, and stained keypad overlay. Unable to verify alleged pump error 43/pump error 41 alarms due to pump unable to download trace and diagnostic files. However, dried insulin on motor slide was found. Pump history files partially downloaded. Trace and diagnostic files not downloaded. Problem isolated to hardware issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 41 (motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period). The customer received pump error 43 (an error in the motor was detected by reading an unexpected value from the hall sensor). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer was able to clear the error and pump passed displacement test. Pump did not pass additional testing or error table indicated that replacement was required. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use. Mmt-1884 was requested, and the customer's response was that the device would be returned.